Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the system was explanted and replaced due to infection. No additional information was provided.